Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100, lot number - the correct lot number is 278511-01.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Additional information: the affected load was reprocessed. Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number and standard hazards list (shl). Per the supplier's certificate of conformance, all process specifications were met before release of product. Trending analysis by lot number was reviewed from 11/06/2015 to 05/04/2016 and trending was not exceeded. The shl was reviewed for the issue of ¿color- chemical indicator¿ with a quality problem with no impact to safety" and the severity was determined to be ¿low¿. The product was not returned; therefore, no visual analysis was performed. The cause cannot be verified. It is unlikely that there was an issue with the unit as the cycle completed and the concomitant sealsure tape chemical indicator changed properly. The issue will continue to be tracked and trended.